Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died approximately two months following device implant. The cause of death is being requested.

Event description:
It was noted the patient died approximately two months following device implant. Follow up with the clinic reported they do not have the cause of death, however, there is no indication of any device or lead issues around the time of death. Their records do indicated that the patient did have a history of severe heart failure.